Event description:
I have undergone lasik procedure last (B)(6) 2016 at (B)(6) clinic at (B)(6) under doctor (B)(6). Right after the surgery, I have felt discomfort on my right eye radiating to my head and occiput. I came back to the doctor 1 day after the surgery and complained about the pain, but the doctor said it was just dry eyes. One month after, I came back again for the f/u check-up and still have the same complaint but the doctor said better consult an ophthalmologist and responded back to him that "are you not an ophthalmologist, why do I need to consult other," but still he insisted to go to other doctor. I consulted an ophthalmologist but she did not find any problem with it. She explained to me if the pain is consistent after how many f/u check-up I will be undergoing CT scan with contrast. After how many consultation I have undergone the procedure and still the result is negative. I consulted another doctor for a second opinion because I can still feel the pain and discomfort. Still no findings have found. They always said that the "flap" was okay. Now I can still feel the pain and discomfort. I feel that my right eye is bulging and with a foreign object inside that touches the wall of my eye. This affects my cheeks because I feel it is bloated that causes pain in my right face. I also see halos or clouds whenever I close my left eye. This really alarms me. (B)(6).